Event description:
A medtronic representative report an intrusion into the vertebral artery during a case. She explained that the case was a c1, c2 fusion and the surgeon was using a c-arm. The patient slipped in the pins during the use of the c-arm and that scan was not used. The surgeon proceeded to use a pre-op scan to register the patient with surface merge. The predicted accuracy was .04mm. The surgeon checked his accuracy with anatomical landmarks and then continued with the procedure. He drilled into vertebral body and there was no bleeding. Then inserted a probe into the drill hole and the artery was penetrated. The case was still completed successfully. The patient outcome has not been impacted.

Manufacturer narrative:
No parts or files have been returned to the manufacturer for evaluation.